Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the plastic was going into the vials of drugs when using blunt fill needles. To aid in the investigation, one hundred samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed to the samples returned with 30x magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. The photo provided shows four syringes with needle assemblies. The syringes have a white solution with a dark colored speck. No other defects or imperfections were observed. A device history record review was completed for provided material number 305180, lot 4120410. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305180, batch#: unknown. Plastic going into the vials of drugs when using blunt fill needles. Supply chain and pharmacy had to pull all 305060, 305062, and 305180 off the shelves. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. A. No adverse events or serious injury that we know of. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? A. 13/12/2024. 3. Can you please provide the lot number associated with reported issue? A. Lot number is unknown. 4. Total number of occurrences? A. 4 total instances in which a piece of the rubber stopper was found in the syringe.